Event description:
It was reported that the patient presented with unspecified sensing issue exhibited on the pacemaker. Further information was requested but not provided.

Event description:
It was reported that the patient presented with under-sensing issue exhibited on the pacemaker. As a resolution the pacemaker was explanted and replaced on 09 sep 2024. Further information was requested but has not been received.